Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device become available. A follow-up report will be submitted.

Event description:
Provider alleges customer fell out of unit for the 3rd time. Frame is loose and may be bent from prior accidents. Customer uses public transport with tie downs.